Event description:
A report was received per social media that the patient was experiencing inadequate stimulation and was still in need of oral medication and cane. The patient underwent an explant procedure. No further information could be obtained.